Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. The analyst noted the full lead was returned with a blue stylet in the lead and the helix partially extended. There are cuts in the outer insulation with minimal blood ingression. There is distorted distal conductors in the connector window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed and replaced due to malfunction. No patient complications have been reported as a result of this event.